Event description:
It was reported that a lead integrity alert was triggered for oversensing on the right ventricular lead. The r-waves were noted to be good and the impedance was stable. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5554-53 lead implanted: 2011 (B)(6); (B)(4) ICD implanted: 2011 (B)(6). (B)(4).